Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Top part of the brush head off in mouth (device breakage) no adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the top part of the oral-b dual action or dual clean brushhead broke off in her mouth. She stated the product was 3 weeks old, and had never been dropped. The consumer uses crest toothpaste. A scratch test was completed by the consumer; the oral-b logo did not come off. No symptoms developed.